Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Upon receipt of additional information it was identified no adverse event occurred. The device was not implanted in the patient, therefore no intervention was required. As the device was identified broken prior to use this is not reportable as the malfunction would not cause or contribute to death or serious injury. No additional reports will be submitted for this event. The following sections were corrected: report type: adverse event and product problem (e.g., defects/malfunctions) would not be selected. Outcomes attributed to adverse event (check all that apply): required intervention to prevent permanent impairment/damage (devices) would not be selected. Type of reportable event: serious injury would not be selected.

Event description:
It was reported the clamps were not implanted. Additional clamps were available to complete the procedure. There was a five minute delay. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices were scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported three clamps fractured. Attempts have been made and no further information has been provided.